Event description:
Right deflation. No trauma. A 38 yr old white g1p1 female submuscular surgitek 285:500cc bilumen "augments" 8/8/91. Right open capsulotomy 4/15/93. The right found deflated had adjustment right "imf" 9/23/93. Complaints of recurrent contracture decreased size. Positive mild arthralgias/myalgias present. Local right pain. Mammogram 1/25/95, right saline deflation. Bilateral capsular contracture, removal done 1/26/95.